Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde biliary drainage (erbd) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). After successful placement of the stent, the physician experienced difficulty withdrawing the delivery system from scope. The physician felt the tip marker of the device get stuck inside the scope. The physician managed to removed the delivery system from the scope, however, approximately 1cm from the tip of the push catheter was damaged. The procedure was complete with no reported patient complications. The patient was reported to be in good condition after the procedure. The physician was able to confirm (outside the patient) the push catheter advanced/retracted with no resistance and the suture was not broken. Several unsuccessful attempts have been made to obtain additional information. If additional information is received regarding this event, a supplemental medwatch will be submitted to report this information. Additional information received from the complainant on (B)(6) 2010: although the tip of the push catheter was damaged the ro marker remained attached to the device. The push catheter was reported to be broken.

Manufacturer narrative:
Device evaluation: a visual evaluation of the returned device revealed the push catheter was not broken. The working length of the push catheter assembly was kinked/bent near the proximal end of the device. The distal end of the push catheter was slightly peeled near the ro marker band, indicating that the ro marker of the device may have come into contact with some part of the endoscope which caused resistance during the removal of device. A manual tug test confirmed the ro marker was securely attached to the device. The outside diameter of the attached ro maker was within specification. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Based on this evaluation, it was concluded that the push catheter was not broken. Therefore, the event is determined to be non MDR-reportable.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde biliary drainage (erbd) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). After successful placement of the stent, the physician experienced difficulty withdrawing the delivery system from scope. The physician felt the tip marker of the device get stuck inside the scope. The physician managed to removed the delivery system from the scope, however, approximately 1cm from the tip of the push catheter was damaged. The procedure was complete with no reported patient complications. The patient was reported to be in good condition after the procedure. The physician was able to confirm (outside the patient) the push catheter advanced/retracted with no resistance and the suture was not broken. Several unsuccessful attempts have been made to obtain additional information. If additional information is received regarding this event, a supplemental medwatch will be submitted to report this information.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.